Event description:
The customer reported that when running the shift test on this unit, it failed both the defib and the pacer tests.

Manufacturer narrative:
H3 and h6. The factory has not yet rec'd the device for eval and this complaint is still under investigation.